Event description:
The user's parents brought the user to the clinic due to poor auditory response over the past month. The parents reported that the user had a habit of playing upside down; however, they were not sure about any history of trauma or head injury. Re-implantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.